Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Consumer reported they has had improvement since seeing their health care professional. They saw their physician on (B)(6) 2017. It was also reported that the patient's lab results were negative. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a stroke just before the ins was implanted, and their symptoms had progressed to where they cannot walk, and one leg is so weak they cannot stand on it. It was also reported that the patient started using a foley catheter at least a year and a half ago. About a month after that, the patient started to get klebsiella utis, and they have been put on antibiotics for that. It was noted that ¿as soon as one is gone, then something else starts, that is when they really leak.¿ they stated that: every now and then, their bladder suddenly just empties; sometimes their bladder would spasm; and some of the catheters are painful. It was noted that the patient had turned stimulation off, and when they went to their healthcare provider on (B)(6) 2017, the healthcare provider turned it back on, changed it, and turned it up. It was unknown when the patient turned it off, but they stated that they thought they had improvement since the healthcare provider made th ose changes. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.